Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. An investigation was completed based on the bravo data received from the study. Review of the data confirmed high ph readings throughout the study. Thus, the investigation identified the root cause as suspected capsule failure.

Event description:
Customer reported issue with bravo study. Customer stated that there were several blue lines in the study, showing instances of high ph readings. Physician stated that repeat procedure is necessary.